Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year 2 weeks after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient will require another surgical intervention.